Event description:
The manufacturer received information alleging a "home evo turned off in the middle of the night. The caller stated that the patient care giver said that they lost power for 1-hour last night and when they went to check on the patient, vent was turned off and the patient's mask was sitting next to them. The patient care giver did not hear any alarm. The patient care giver stated vent is working fine now. The caller did not have serial number of the device. The manufacturer representative (rt) advised to call back when they get to the patient's home, and they can actually check the vent. The rt explained that vent should not just shut off. The caller will call back when they get to the patient's home". There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.